Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of the stylet failure to advance through the lead was confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the inner coil was over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test couldn¿t perform due to the damaged inner coil at the connector region. The cause of the reported event of stylet failure to advance through the lead was isolated to the damaged inner coil.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, high pacing impedance and failure to advance the guidewire was noted on the right ventricular (rv) lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.